Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device had the polymer tip detached. The damaged section was located approximately at 299.5 cm from the proximal end and the detached section of the device was not returned. The distal tip was bent. The body was kinked approximately at 240 cm from the proximal end. No more damages were found in the device. Overall length could not be performed due to device condition (polymer tip detached). Outer diameter of distal tip, middle and proximal section of the device are within specification.

Event description:
It was reported that guide wire tip detachment occurred. The chronic total occluded target lesion was located in a moderately tortuous and severely calcified vessel of the left lower extremity. A 300cm, straight tip v-14 control wire guidewire was selected for an angiogram. During the procedure, the tip of the wire broke off inside the patient due to the excessive wire manipulation in the vessel. An attempt to snare the detached tip was made; however was unsuccessful. The procedure was completed with a different device. No patient complications were reported and the patient was fine. The patient was re-scheduled for a non-emergent surgical bypass.

Event description:
It was reported that guide wire tip detachment occurred. The chronic total occluded target lesion was located in a moderately tortuous and severely calcified vessel of the left lower extremity. A 300cm, straight tip v-14 control wire guidewire was selected for an angiogram. During the procedure, the tip of the wire broke off inside the patient due to the excessive wire manipulation in the vessel. An attempt to snare the detached tip was made; however was unsuccessful. The procedure was completed with a different device. No patient complications were reported and the patient was fine. The patient was re-scheduled for a non-emergent surgical bypass.